Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4) date received by MFR for follow up #1 MDR should have been 10/21/2014 instead of 10/20/2014. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
We received a report that an zmb00u0135 intraocular lens (iol) was explanted from the left eye after a ''mechanical problem with the iol'' occured. The incision was enlarged to remove the iol. There was no patient injury reported.

Manufacturer narrative:
In follow up it was learned that the intraocular lens was explanted because the patient experienced an hyperopic visual outcome. She had worn contact lenses for 50 years. There was no ''mechanical issue'' or any quality issue with the iol. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x microscope magnification reveals that the lens received is cut in three pieces that are stuck to each other with what appear to be viscoelastic. The lens was observed with surface particles. The condition of the returned iol is consistent with one that has been explanted. Based upon the condition of the returned lens, no conclusion can be drawn. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) was generated during manufacturing of this production order. All pertinent information available to the manufacturer has been submitted. Placeholder.